Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed an air gap. Customer's blood glucose (bg) level was 200-260 mg/dl. Reportedly, the customer delivered a correction bolus. The customer changed out the supplies and was able to lower bg level to target level.